Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces.

Event description:
It was reported via phone call that numbers were ramping without pressing buttons. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.